Manufacturer narrative:
A tech performed diagnostics on the equipment and determined that the scale calibration was within specs and that a simulated run was conducted and demonstrated that the equipment functioned as expected. No pt injury or blood loss was observed. Add'l info has been requested to assist in the further eval of the reported alarm failure. A f/u report will be submitted with the findings of the completed investigation.